Manufacturer narrative:
(B)(4). The customer did not provide any patient demographics such as sex, age, weight, or date of birth. Results of investigation: the service technician was not able to duplicate customer's reported problem, "the unit stopped ventilating/not delivering a breath." The ventilator was tested with a known good ac adapter and known good patient circuit connected. The vent passed the 188 hour extended test at the customer's settings and the initial alarm volume test. The vent failed the initial final test for non-conformance with measured leak at port-to-port. The leak was caused by software revision. Upgraded software to 14 h, vent passed initial final test.

Event description:
The customer reported that the ventilator stopped ventilating while in use on a patient. The respiratory therapist was unable to correct the issue and changed the ventilator as a precaution. The customer also reported that there was no patient harm associated with this complaint.